Manufacturer narrative:
Siemens is investigating the issue. MDR# 2517506-2018-00455 was filed for the discordant result obtained on the dimension vista 1500 instrument with sn (B)(4).

Event description:
Flagged cardiac troponin I (ctni) results with "above assay range" were obtained on a patient sample on two dimension vista 1500 instruments. The instruments automatically diluted the sample and the sample was repeated on both instruments, resulting in discordant, falsely elevated ctni results. The initial result obtained on the dimension vista instrument with serial number (sn) (B)(4) was reported to the physician(s), who questioned the result. The sample was manually diluted and repeated on the same instruments, resulting lower. The patient was re-drawn and the new sample was run on both instruments and another discordant, falsely elevated ctni result was obtained on the dimension vista 1500 instrument with sn (B)(4). The result obtained on the new sample on the dimension vista 1500 instrument with sn (B)(4)was reported, as the correct result, to the physician(s). The new sample was also manually diluted and run on both instruments, resulting comparably to the reported result. The customer replaced the diluent vial on the dimension vista 1500 instrument with sn (B)(4) and repeated both samples, resulting lower than initial result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00458 on 16-aug-2018. Additional information (17-aug-2018) siemens investigated the issue and it was reported that the cardiac troponin-I results obtained on the alternate dimension vista instrument (s/n (B)(4)) were not discordant. Relevant tests/laboratory data was updated to reflect the additional information. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00455 was also filed for this event.